Event description:
Customer reported in 2008 that a female was undergoing a CT of the abdomen/pelvis with contrast (optiray 320) to rule out abdominal pain. Customer noticed a small infiltration at the left antecubital where a 20ga angiocath was inserted for IV access. The infiltration was treated with a cold compress until it was stabilized. The pt remained in the ER until she was admitted to the hosp for her abdominal pain. The protocols used for the procedure were 3ml/sec for a total volume of 100ml with a psi of 325.

Manufacturer narrative:
Liebel flarsheim svc report. The field svc engineer performed operational checkout for the pressure limits. The fse found all injector functions within mfg spec. Sys return to full svc by the customer.